Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Our tech support did some trouble shooting with the customer and found that the hard drives would not boot on the device. The unit came in for evaluation and both hard drives in the unit was replaced and the repaired unit was returned to the customer.